Event description:
It was reported that the patient¿s ilet insulin pump was accidentally dropped on the floor during an emergency room visit for food poisoning, resulting in a cracked screen and impaired usability; the event was not related to diabetes management. Symptoms included no reported adverse clinical effects. Outcomes included temporary disruption of pump use with the patient able to continue diabetes management using backup therapy and their cgm application or receiver. Investigation included confirmation of device details and user education on shutting down the device, data handling, delivery expectations, and return instructions. Investigation of this case revealed physical damage to the display consistent with accidental impact, with no reports of alarms or functional malfunctions beyond the cracked screen. It was concluded, based on previously established findings for similar reports, that the cause was user handling leading to mechanical damage.

Manufacturer narrative:
Initial.